Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for pacing impedance out of range. The lead had a low impedance. The patient underwent a pocket revision to check the lead connection with the device. The lead connection was good. The physician decided to monitor the lead and leave it in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.